Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be interrogated. The physician elected to explant and replace the ICD. There were no patient consequences,

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.